Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The report of these events came from data collected for (B)(4).

Event description:
The pt presented with a nihss score of 18 and was treated with the penumbra system 032 and 054 for a stroke in the right cavernous ica and in the m1. The psc054 was advanced over a 0.035 road runner guide wire under digital roadmapping guidance then the guide wire was exchanged for a pss054. The tip of the pss054 was slightly damaged due to the extremely firm and sticky nature of thrombus. After successful use of the penumbra system 054 to clear the ica terminus and proximal m1, the psc032 was taken into the right mca using triaxial technique with the psc054 and fathom-16 microwire to clear residual right mca thrombus. The psc032 was positioned at the proximal edge of the right mca thrombus and the separator 032 exchanged and advanced, however, the pt became agitated and the separator 032 fractured proximally due to clot density. The procedure time had reached six hours post symptom onset and the decision was made to abort. The separator fracture was not considered a serious adverse event with a severity rating of mild. Seven days post procedure, the pt had been discharged from the hospital to long term acute care with a nihss score of 10.